Event description:
While preparing supplies to insert an arterial line, (which includes inflating a pressure bag for transducer setup) the pressure bag would not inflate. This actually happened with three bags before finding one that would achieve appropriate inflation.